Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported on 01/05/2023 by a sales representative via phone that an ar-1588tnt tightrope suture needle broke off the suture. Case involvement, no patient effect.